Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The complainant reported a kink found on the catheter of the device during removal. No problems during insertion or during impella support were reported.

Event description:
The complainant reported the impella shaft kink was confirmed during removal. No problems during insertion or during impella support were reported. However, no additional details were provided regarding the treatment or management of this condition.